Event description:
Hcp reported the patient complained of significant stiffness and spasticity on 04/2002. A pump analysis was done and the medication dosage was increased, but there was no improvement. In 5/2002 a fluro x-ray of the catheter showed it had migrated out of the intrathecal space. The hcp did not know if the patient was given supplemental oral baclofen. A catheter revision was done 11 days later. The patient has been in for two follow up appointments since and is reported to be doing well.